Event description:
Device 3 of 3. Ref MFR report #1627487-2014-00283 and 1627487-2014-00284. It was reported the pt (B)(6) experienced discomfort at the ipg site due to recent weight loss. Surgical intervention was undertaken to relocate the ipg. Intraoperative testing revealed high impedance measurements. Further interrogation found a fracture of the lead at the anchor site, with the anchor reportedly broken. The procedure was completed with explant and replacement of the lead and lead anchor. The discomfort was resolved with relocation of the ipg. In addition, it was reported effective stimulation was recaptured for the pt following the surgery.

Manufacturer narrative:
Results - the complaint was confirmed for "general damage." As received, the distal sleeve of the anchor was completely detached at the suture hole. The edges were jagged indicating the sleeve was torn off as opposed to being cut. Per the event details, this anomaly, along with a fractured lead was observed during an ipg revision. Despite the damage, the locking mechanism of the swift-lock anchor functioned as designed. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.